Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop", "motor fault", "low pip" and "low ve". The customer tested the unit and replaced the turbine. The customer reported that ventilator was working fine. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component was confirmed and duplicate. Turbine interface pcba p/n: 52430 s/n: (B)(4) has become corrupted and is failing. The eeprom had failed. This issue will be internally investigated within vyaire.